Manufacturer narrative:
Device evaluation is in progress.

Event description:
It was reported that prior to a surgical procedure at the healthcare facility, the safety switch on the maestro drill with handswitch was not working properly. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
During the device evaluation, loctite failure was identified on the lever assembly, which was determined to be a potential cause of the reported event.

Event description:
It was reported that prior to a surgical procedure at the healthcare facility, the safety switch on the maestro drill with handswitch was not working properly. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.